Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported having issues with the insulin pump accepting batteries. The customer did troubleshoot the issues and was unable to clear the failed battery alarm. The insulin pump will be returned for analysis.